Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event a damaged backup battery cover screw was confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and a log file was downloaded (e2131036) that showed events ranging from 28jun2022 ¿ 30jan2025, 13feb2025. Events occurring on 13feb2025 were recorded during testing at abbott. All events captured in the log file indicate the system controller was in use as a backup system controller. The driveline was not connected to the system controller at any point in the log file. There were no other notable alarms active in the log file. The returned system controller was connected to a test power module, mock loop, and system monitor. The system controller operated the mock loop for an extended period during testing and no issues or alarms became active. A manufacturing analysis task was opened to investigate the issue of a damaged backup battery cover screw. A root cause for this reported event cannot be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2022. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was due for a backup battery (ebb) replacement on the system controller. The screw on the back cover of the controller was unable to be removed. It kept turning, but never untreaded and stayed locked down in place. They were unable to access the battery. A new controller was issued.